Manufacturer narrative:
Concomitant medical products: etlw1616c124e stent graft x2, implanted (B)(6) 2019, esbf2814c103e stent graft, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate temporarily dropped below the cardiac resynchronization therapy pacemaker (crt-p) lower programmer rate. The crt-p remains in use. No further patient complications have been reported as a result of this event.